Manufacturer narrative:
The UDI is unknown as the part/lot number was not provided. Device code 1494 clarifier - incorrect anatomy h6: device code 1494 clarifier - indication for use literature attachment: article title: transcatheter tricuspid valve replacement: illustrative case reports and review of state-of-art manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported in the article "transcatheter tricuspid valve replacement: illustrative case reports and review of state-of-art" that during one procedure using a non-abbott prosthetic tricuspid valve, suture placement in the right internal jugular vein was done with two proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter tricuspid valve replacement (ttvr) procedure. The introducer sheath was upsized to a 34f and the ttvr procedure was completed. Reportedly post procedure, the suture knots from the proglide devices were successfully advanced to the vessel wall and tightened; however, due to the size of the sheath employed, a figure 8 stitch was added to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history records could not be conducted as the device was not returned and the part and lot numbers were not reported. It was reported in the article that the proglide were used in the internal jugular vien and the sheath size was 36f. It should be noted the electronic proglide instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. It is unknown if the reported use in the jugular vein contributed, but likely the use after a 36f sheath contributed to the difficulties. The root cause of the reported difficulty is undetermined. The subsequent treatments are related to circumstances of the procedure. In this case, per the proglide instructions for use states, ¿for sheath sizes greater than 8f, at least one device and the pre-close technique is required¿. Therefore, the use of another device, and the figure eight are likely physician preference for the procedure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.